Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for four patients tested on a cobas 8000 e 801 module. Erroneous results were generated for the following assays: the elecsys tsh assay and elecsys ft3 iii. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. The customer initially tested the samples on their e801 analyzer on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation where they were tested on a cobas e 411 immunoassay analyzer on (B)(6) 2019, a cobas 8000 e 602 module on (B)(6) 2019, and a second e801 analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The serial number of the customer's e801 analyzer was asked for, but not provided. The serial number of the e801 analyzer used for investigation is (B)(4). Tsh reagent lot number 283556, with an expiration date of 28-feb-2019 was used on this analyzer. The serial number of the e602 analyzer used for investigation is (B)(4). Tsh reagent lot number 349487, with an expiration date of 30-apr-2019 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number 349487, with an expiration date of 30-apr-2019 was used on this analyzer.

Manufacturer narrative:
Further investigations of the patient sample were able to duplicate the customer's tsh and ft3 values. The differences in the tsh values that were generated are related to differences of the setups of the assays, differences in the antibodies used, and differences of the standardization materials and procedures used.